Event description:
The patient was in the cath lab for placement of a cardiac stent. During the procedure, the physician attempted to place a stent in the circumflex after pre-dilating it with a guidewire and balloon. While attempting to place the stent, the physician and staff report that the stent guide broke, completely separating from the device. The physician was able to retrieve all of the broken piece. Dilated the left main with a 3.5 balloon to improve flow. The md then placed another catheter into the circumflex and exchanged the guidewire for another type. The md then was able to cross with a 2.75 x 8 liberte and it was deployed at 15 atmospheres at the ostium of the circumflex. There was an excellent result. No patient harm resulted from the broken device. The manufacturer's representative was contacted during the procedure and informed of the event. We plan to return the device to the rep and are currently waiting to hear back from him.